Event description:
It was clarified that the defibrillator can only be used for 10 minutes when using a battery.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the codemaster xl defibrillator could not charge to 360j. There was no patient involvement.